Event description:
It was reported that the catheter broke during surgery.

Manufacturer narrative:
The catheter had a smooth tear 0.75 cm in length, but the tip of the tear was jagged. There was also a small nick in the silicone along the length of the middle of the catheter. Damage to the catheters can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling. The remainder of the catheter met all specifications for tensile strength and ultimate elongation. A review of the manufacturing records showed no anomalies.